Event description:
It was reported that the patient was experiencing itchiness at the pocket site. A revision was performed and the device was moved to a submuscular position. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4). Concomitant products 4470 competitor implantable pacing lead 2011 (B)(6).